Manufacturer narrative:
D1, d2, d4 g4: product identifier is unknown, hence 510k# is not available. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that onset date: 2025-07-29 description: pseudo claudication syndrome interventions - action subtype: ae result in hospitalization - action result: yes. Action date:(B)(6) 2025 if subject hospitalized, is it a prolongation (>24 hours) of an existing hospitalization: no action subtype: any other action(s) taken action result: no action subtype: did the ae result in any treatment action result: yes action subtype: drug therapy action result: yes action subtype: home exercise action result: yes action subtype: physical therapy action result: yes action subtype: surgical treatment action result: yes diagnostics: action type: diagnostic action subtype: MRI without contrast1 action result: pending action date: (B)(6) 2025 action type: diagnostic action subtype: MRI without contrast2 action result: pending action date: (B)(6) 2025 action type: diagnostic action subtype: CT without contrast3 action result: pending action date: 2025-08-11 action type: diagnostic action subtype: were any diagnostic test performed action result: yes comments: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l2-l3, l3-l4 add surgical proc date - 01: (B)(6) 2025 details surgical procedure - 01: l2-3, l3-4 xlif with insertion of intervertebral cage is the additional surgical procedure an elective removal - 01: no does the additional surgical procedure involve a spinal level - 01: yes add. Surg: if yes, levels involved - 01: l2-l3, l3-l4 does the additional surgical procedure involve an explant related to the study procedure - 01: no subevent number: 1 narrative: patient presented on (B)(6) 2025 with worsening low back pain and bilateral buttock pain and lower extremity pain, had MRI of lumbar thoracic spine on (B)(6) 2025. Staged lumbar surgery scheduled on (B)(6) 2025 had CT scan on (B)(6) 2025 diagnostics action type: diagnostic action subtype: MRI without contrast1 action result: pending action date: (B)(6) 2025 action type: diagnostic action subtype: MRI without contrast2 action result: pending action date: (B)(6) 2025 action type: diagnostic action subtype: CT without contrast3 action result: pending action date:(B)(6) 2025 action type: diagnostic action subtype: were any diagnostic test performed action result: yes sponsor assessment (oc muo): result: yes comments: sponsor assessed as unlikely related to tlif procedure, not related to any device. Update received on 2025-08-14: onset date 2025-06-17 outcome status: recovering/resolving comments: details surgical proc - 11: l2-l4 revision laminectomy, t12-l2 laminectomy, l2-4 psf w/ extension to l% is the additional surgical procedure an elective removal - 11: no does the additional surgical procedure involve a spinal level - 01: yes add. Surg: if yes, levels involved - 01: l2-l3, l3-l4 does the additional surgical procedure involve an explant related to the study procedure - 01: n does the additional surgical procedure involve an explant related to the study procedure - 11: no description: patient presented on 6/17/25 with worsening low back pain and bilateral buttock pain and lower extremity pain, had MRI of lumbar thoracic spine on (B)(6) 2025. Staged lumbar surgery scheduled on (B)(6) 2025 had CT scan on (B)(6) 2025 tried pt, gabepentin, nsaids and muscle relaxers, xrays confirmed worsening degenerative scoliosis through l2-5 segments (B)(6)2025 site related assessment: add. Surg 1 other capstone peek spinal system implant not related add. Surg 1 other posterior supplemental fixation system not related add. Surg 1 other tlif grafting material not related add. Surg 1 study procedure not related update received on 2025-08-15: adverse event info: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l1-l2, l2-l3, l3-l4, l4-l5 add surgical proc date - 01: (B)(6) 2025 add surgical proc date - 11: (B)(6) 2025 details surg proc - 01: l2-3, l3-4 xlif with insertion of intervertebral cage details surg proc - 11: l2-l4 revision laminectomy, t12-l2 laminectomy, l2-4 psf w/ extension to l% is the additional surgical procedure an elective removal - 01: no is the additional surgical procedure an elective removal - 11: no does the additional surgical procedure involve a spinal level - 01: yes does the additional surgical procedure involve a spinal level - 11: yes. If yes, levels involved - 01: l2-l3, l3-l4. If yes, levels involved - 11: l1-l2, l2-l3, l3-l4, l4-l5, other spinal level does the additional surgical procedure involve an explant related to the study procedure - 01: no does the additional surgical procedure involve an explant related to the study procedure - 11: yes cause of explanation - 11: removal of medtronic screws and replacement with nuvasive screws to match entire construct findings for explanation - 11: fusion appears fully healed on CT scan of l4-5 findings at add. Surgical - 11: na biopsies taken - 11: no narrative: patient presented on (B)(6)2025 with worsening low back pain and bilateral buttock pain and lower extremity pain, had MRI of lumbar thoracic spine on (B)(6) 2025. Staged lumbar surgery scheduled on (B)(6)2025 had CT scan on (B)(6) 2025 tried pt, gabepentin, nsaids and muscle relaxers, x-rays confirmed worsening degenerative scoliosis through l2-5 segments (B)(6) 2025 diagnostics: action type: diagnostic action subtype: MRI without contrast1; action result: postsurgical changes. No new disc herniation since the (B)(6) 2024 study but mild increased mass effect associated with the broad-based disc bulging at l2-l3 and l1-l2 action date: (B)(6) 2025; action type: diagnostic; action subtype: MRI without contrast2 action result: multilevel disc protrusions, multilevel schmorl's nodes and degenerative disc changes throughout the thoracic spine. Action date: (B)(6) 2025; action type: diagnostic; action subtype: CT without contrast3 action result: no acute abnormality of the lumbar spine. Action date: (B)(6) 2025; action type: diagnostic action subtype: were any diagnostic test performed action result: yes.

Manufacturer narrative:
B5 - additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sponsor assessment (oc muo): result: yes comments: sponsor assessed and cec adjudicated as possible related to tlif procedure, posterior supplemental fixation system, and not related to tlif grafting material and ib fusion device. Site related assessment: add. Surg 1 study procedure - add. Surg - identify the procedure: l2-4 laminectomy xlif - unlikely study procedure - identify the procedure: l2-l4 xlif, t12-l4 laminectomy - unlikely.

Manufacturer narrative:
B5: additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
End date of the hospitalization: (B)(6) 2025.